Manufacturer narrative:
Incorrect statement: the fse checked all z-cup bottom alignments on the main and hybrid arms and observed that they were too deep, causing intermittent occlusion of the pipette tip. The z-cup bottom alignments were adjusted by the fse. Corrected statement: a field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by reviewing the lis quality control (qc) report. The fse checked the main arm and hybrid arm sample nozzles for clogging and noted that they were partially clogged. The fse checked for free movement of the main and hybrid sample arm z-axis and both moved smoothly. The fse checked all four b/f wash probes for free movement and full return under spring pressure and there were no issues observed. The fse inspected substrate dispense and no abnormalities were found. The fse checked all z-cup bottom alignments on the main and hybrid arms and observed no issues. The fse removed and inspected the main arm sample syringe and replaced it. The fse inspected the b/f wash dispense and evacuation and found that probes 1-3 were taking too long to evacuate the cups; as a result, the fse replaced all four solenoid valves. The fse inspected the mprs board and suction ad and replaced the mprs board because suction ad was unstable and would not stay within specifications. The fse replaced the tygon tubing between the nozzle and sample syringe. The fse checked the sample nozzle to tip removal plate value and discovered the sample nozzle was slightly loose. It was determined that the nozzle became loose during fse troubleshooting. The fse adjusted the sample nozzle height from tip removal plate. The fse verified the resolution by running all three levels of qc five times with results in range. No further action required by field service. The aia-2000 analyzer is functioning as expected.

Event description:
A customer reported "two discrepant free thyroxine (ft4) results" on the aia-2000 analyzer. The quality control (qc) results were within range. The discrepant results were reported to the provider, but no patient treatment was affected. The customer had a second aia-2000 analyzer on site and reran the samples on the analyzer, and received results matching the patient history. A tosoh field service engineer (fse) was dispatched to assist the customer with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by reviewing the lis quality control (qc) report. The fse checked the main arm and hybrid arm sample nozzles for clogging and noted that they were partially clogged. The fse checked for free movement of the main and hybrid sample arm z-axis and both moved smoothly. The fse checked all four b/f wash probes for free movement and full return under spring pressure and there were no issues observed. The fse inspected substrate dispense and no abnormalities were found. The fse checked all z-cup bottom alignments on the main and hybrid arms and observed that they were too deep, causing intermittent occlusion of the pipette tip. The z-cup bottom alignments were adjusted by the fse. The fse removed and inspected the main arm sample syringe and replaced it. The fse inspected the b/f wash dispense and evacuation and found that probes 1-3 were taking too long to evacuate the cups; as a result, the fse replaced all four solenoid valves. The fse inspected the mprs board and suction ad and replaced the mprs board because suction ad was unstable and would not stay within specifications. The fse replaced the tygon tubing between the nozzle and sample syringe. The fse checked the sample nozzle to tip removal plate value and discovered the sample nozzle was slightly loose. It was determined that the nozzle became loose during fse troubleshooting. The fse adjusted the sample nozzle height from tip removal plate. The fse verified the resolution by running all three levels of qc five times with results in range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) through the aware date. There were no similar complaints identified during the search period. The ft4 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. The most probable cause of the reported event was due to component failure of the main arm sample syringe, mprs board, solenoid valves and drain pump and kinked tygon tubing between sample nozzle.